Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The sensor was inserted into the abdomen on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/27/2026 and 02/03/2026. The sensor was inserted into the abdomen on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
B5 describe event or problem - additional h2 additional information